Event description:
It was reported that during implant procedure that the left ventricular (lv) lead was failing to sense and failing to capture; it was also noted that the insulation was twisted. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of no sensing, no capture and unable to fit into the df-4 connector sleeve was confirmed. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) but failed to insert into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.